Manufacturer narrative:
This report is submitted on 20 january 2021.

Event description:
Per the clinic, the patient underwent an abutment removal due to infection at abutment site, the patient was treated with topical antibiotics. The implanted device remains.